Event description:
It was reported that removal difficulty occurred. A 6.0mmx18mmx150cm express sd renal/biliary stent was advanced for treatment. However, during procedure, it was noted that the stent delivery system would not come back through the 5f sheath. The balloon was completely deflated, so the wire, balloon and the guide had to be removed. The procedure was completed with imaging, from a pig tail catheter. The physician was not able to rewire and engage the stent for post images. The procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system with no stent. There was contrast in the shaft and balloon. The balloon was loosely folded and showed signs of previous inflation. There was no damage noted to the device.

Event description:
It was reported that removal difficulty occurred. A 6.0mmx18mmx150cm express sd renal/biliary stent was advanced for treatment. However, during procedure, it was noted that the stent delivery system would not come back through the 5f sheath. The balloon was completely deflated, so the wire, balloon and the guide had to be removed. The procedure was completed with imaging, from a pig tail catheter. The physician was not able to rewire and engage the stent for post images. The procedure was completed. There were no patient complications nor injuries reported.